Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and the battery cap threads were found to be stripped. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a crack in the battery compartment. The battery cap threads were found to be stripped; the cap was unable to tighten to the pump. A test cap was used for testing and the pump powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).